Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted . E3: occupation: lead tech. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: following a left heart catheterization, the tr band was placed and 15-18ml's of air was injected. However, the tr band did not hold air, and the balloon was noticed to be empty when it was checked after placement. It deflated immediately. It was unclear where the leak originated from. Manual pressure and another tr band was used for hemostasis. No blood loss was reported. There was no harm to the patient, and the patient was stable.

Manufacturer narrative:
One tr band and inflator were returned to terumo medical corporation for assessment. The sample was subjected to visual analysis. No damage or deformities were noted on the band or inflator. There is 8ml of air left in the band. The sample was subjected to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. Air bubbles were observed from the check valve. The sample failed leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, a piece of foreign matter was found. One tr band and inflator were returned for assessment and the sample leaked at the check valve due to foreign matter. The complaint can be confirmed for foreign matter in the check valve. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures. A corrective action was initiated for this issue. Therefore, this event is currently deemed a non-reportable event.